Event description:
It was reported by repair work order that the foot end brakes could not hold due to missing brake pin tube guide. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.